Event description:
The patient stated that she changed her infusion set at approximately 6:00 pm in 2007, and at approximately 7:30pm her blood glucose elevated to 411 mg/dl. She stated she changed her infusion set and found that the cannula was kinked. She stated she changed her infusion set and bolused 6 units. She tested her blood glucose 30 minutes later and it measured 426 mg/dl. She then gave herself 4 units of insulin via syringe. Within 3 hours her blood glucose lowered to 118 mg/dl within her normal range of 90-150 mg/dl. The patient reported symptoms of thirst, headache, disorientation, and fatigue. Upon follow up the patient stated she had not experienced any further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.